Event description:
A starclose device, as it was being deployed, broke proximally and the safety button on the device was pushed to release it. The starclose was never deployed. The sheath and device with clip still attached were pulled out and manual compression was obtained.